Event description:
The complainant reported that a female pt on (B)(6) 2006 underwent a therapeutic common bile duct stent placement as a temporary stent status post gallbladder removal. The temporary stent procedure was completed successfully and with no reported complications. On (B)(6) 2006, the pt is reported to have had a planned return to the hospital to have the temporary stent remove, at which time a clear delivery sheath was noted to have been left in the pt from the original stenting procedure. It is reported that during the temporary placement of the stent, it was not noted that the clear delivery sheath had broken off. The complainant reports that during the interim period the pt had no complications. On (B)(6) 2006, the clear delivery sheath was removed along with the temporary stent with no sequelae. No foreign material was left in the pt. The pt's condition is reported as "ok". No further info is available.

Manufacturer narrative:
(B)(4). The complainant has returned the device to this MFR for eval, but an eval has not yet been performed, a failure analysis is not yet available and we are unable to determine if the device met spec. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. (B)(4).